Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedances greater than 2000 ohms. A revision surgery was performed and a lead connection issue was identified. The set screws were engaged but the lead was not fully inserted into the header of the implantable cardioverter defibrillator. Lead insertion difficulty was also encountered while resolving the issue but once the ra lead was fully inserted the impedance values dropped to within normal limits. This ra lead remains in service. No additional adverse patient effects were reported.